Event description:
The customer's mother reported via phone call that the customer is experiencing high blood glucose readings while using the insulin pump. The blood glucose reading at the time of the incident was 323 mg/dl. The current blood glucose reading was 586 mg/dl. It was also stated that the customer has a cold. The high blood glucose readings were treated with a manual injection. The mother contacted the health care professional for unexplained high blood glucose readings. It was also stated that the infusion set was changed at night and in the morning. It was stated that the customer received a low reservoir alarm on (B)(6) 2015. The customer's mother was advised to contact a health care professional concerning the customer's fever. The blood glucose reading's were in the low 400's mg/dl by the end of the call. The customer was advised to monitor the blood glucose readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.